Event description:
A non health care professional reported that, during an intraocular lens (iol) procedure, the iol was cracked when placed in the eye, cut lens out and replaced with new lens. Also noticed that the cartridge was split, got a new cartridge for new lens. The procedure was completed with the new lens. Additional information as been received and stated that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge iii d was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge has large aneurysm across the top of the tip and very heavy stress. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A non-qualified lens was used with a qualified viscoelastic and unknown handpiece. The company lens model is only qualified for use in the company ii (b) and iii (c) cartridges. The root cause for the cartridge damage appears to be related to a failure to follow the IFU (instructions for use). The used company iii (d) cartridge had a large aneurysm on the top of the tip and heavy stress. In addition, inadequate viscoelastic was also observed in the cartridge. The extensive cartridge damage would also indicate the lens/plunger were not in the acceptable positions for advancement. Per the IFU the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).